Manufacturer narrative:
In the initial report the product code was incorrectly identified as mfk. The correct code is poe. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens remains implanted. All pertinent information available to the manufacturer has been submitted.

Event description:
A patient call to report her experience following implant of a symfony intraocular lens (iol) implanted (B)(6) 2016. The lens was implanted in her left eye. The patient complained of having to wear glasses for near vision. Patient was told she would be spectacle independent and is upset that she does not have multifocal vision at this time. Patient also mentioned her intermediate vision is not good as well. Additionally, with the new lens she sees less tones. Patient also stated she had a yag procedure performed (B)(6) 2017, to fix a "wrinkle". However, the procedure did not improve her vision. No further information was provided.